Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one extended opening, red particles material was found on the gel and fold creases. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified one smooth crease opening, two striated openings, wear abrasion and stress marks. Based on the device analysis the final assessment is: - one opening crease smooth in the side radius assessed as fold flaw opening. - two openings striated in the side radius assessed as surgical damage.